Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that 2 sensors failed, one sensor's cannula was broken and the second sensor's cannula was bent. No harm requiring medical intervention was reported. The sensor will be returned for analysis.